Event description:
When electrophysiology tray surgical pack was opened, a piece of hair was found embedded in the lap sponges. Items was removed from case before any contact with the patient. No patient harm.